Manufacturer narrative:
The boston scientific manager suggested that if the vf conversion test fails on (B)(6) 2018, the physician should consider moving the electrode to either slightly left, or even slightly right of the sternum which will greatly improve the shock vector. The boston scientific manager commented that the device was slightly low; however, the electrode placement appears to be the larger issues. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The recently implanted electrode was explanted and replaced with the same. During device-based testing, vf was induced and detected. The arrhythmia was successfully terminated following delivery of (B)(4) joules. The time to therapy was 13 seconds and the post-shock impedance was 48 ohms. The available information suggests that this replacement electrode remains in-service. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) on (B)(6) 2018. The electrode, implanted on (B)(6) 2018, was explanted and replaced with another model#3501 electrode. Boston scientific received information from the local representative that failed defibrillation threshold tests (standard and reverse polarity) and failed external defibrillation ((B)(4) joules) during device-based testing on (B)(6) 2018 that the physician attributed to sedation. After epinephrine and cardiopulmonary resuscitation (CPR), the induced ventricular fibrillation (vf) arrhythmia terminated. The following day, a pneumothorax was thought to have been caused either by the chest compressions or forceful bagging or even pre-existing undiagnosed pneumothorax was identified. The post-shock impedance was 65 ohms (standard polarity) and 64 ohms (reverse polarity). The electrode was positioned down to the fascia despite patient habitus (large breasts and obesity). The local representative had recommended that physician revise the system position intraoperatively. The physician elected not to revise the system position. The local representative was informed that a pneumothorax has been documented to affect conversion efficacy although uncommonly reported with s-ICD systems. The shock impedance did not seem to correlate in the manner that might be suspected with a pneumothorax. The technical service's consultant felt that the dft failure has more to do with system placement. The physician planned to repeat dft testing on (B)(6) 2018. Imaging was sent to the technical service's consultant for review. A boston scientific manager provided some perspective on the shock vector with the electrode far left parasternal. The boston scientific manager felt that the electrode was just too far left to defibrillate a critical mass of myocardium.